Event description:
This unsolicited case from (B)(6) was received on 11- may-2017 and 12-may-2017 (both the information processed together with clock start date: 11-may-2017) from the patient. This case involves a (B)(6) female patient who received treatment with synvisc one and injection given in left hip for labral tear (off label use) and the same day hip had a burning sensation/ pain to left hip. No medical history, concomitant medication or concurrent condition was reported. Previous treatment included: synvisc-one injections in the past, once a year for the past two years, and the treatments were helpful. On (B)(6) 2017, (B)(6), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for torn labrum and left knee osteoarthritis that was administered to the left hip by a radiologist at the hospital (off label use). The same day, while receiving treatment with synvisc one, the patient had pain to the left hip (at times intense) and her hip had a burning sensation that lasted 3 weeks. It was reported that the patient went to the hospital twice since synvisc treatment. On unspecified date, because the pain was too intense, she visited the emergency department. They reviewed her chart since that was where synvisc-one was administered. She was prescribed prednisone at 50 mg daily for 5 days and celecoxib at 200 mg and sent home. She also took pain medication and cortisone injections she had at home. The patient was beginning to heal after 4 days of medication. Corrective treatment: anti-inflammatory medication, pain medication; cortisone; prednisone; clecoxib for hip. Had a burning sensation/ pain to left hip. Outcome: not recovered/ not resolved for hip had a burning sensation/ pain to left hip. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for hip had a burning sensation/ pain to left hip. Additional information was received on 17-may-2017. Global ptc number and ptc results were added.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 and (B)(6) 2017 (both the information processed together with clock start date: (B)(6) 2017) from the patient. This case involves a (B)(6) year old female patient who received treatment with synvisc one and injection given in left hip for labral tear (off label use) and the same day hip had a burning sensation/ pain to left hip. No medical history, concomitant medication or concurrent condition was reported. Previous treatment included: synvisc-one injections in the past, once a year for the past two years, and the treatments were helpful. On (B)(6) 2017, friday, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for torn labrum and left knee osteoarthritis that was administered to the left hip by a radiologist at the hospital (off label use). The same day, while receiving treatment with synvisc one, the patient had pain to the left hip (at times intense) and her hip had a burning sensation that lasted 3 weeks. It was reported that the patient went to the hospital twice since synvisc treatment. On unspecified date, because the pain was too intense, she visited the emergency department. They reviewed her chart since that was where synvisc-one was administered. She was prescribed prednisone at 50 mg daily for 5 days and celecoxib at 200 mg and sent home. She also took pain medication and cortisone injections she had at home. The patient was beginning to heal after 4 days of medication. Corrective treatment: anti-inflammatory medication, pain medication; cortisone; prednisone; celecoxib for hip had a burning sensation/ pain to left hip. Outcome: not recovered/ not resolved for hip had a burning sensation/ pain to left hip. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for hip had a burning sensation/ pain to left hip.

Event description:
This case was cross referenced with (B)(4) (injection of 2016) and (B)(4) (injection of 2015) (same patient). This unsolicited case from (B)(6) was received on 11- may-2017 and 12-may-2017 (both the information processed together with clock start date: 11-may-2017) from the patient. This case involves a (B)(6) year old female patient who received treatment with synvisc one and injection given in left hip for labral tear (off label use) and the same day hip had a burning sensation/ pain to left hip; after unknown latency the patient had stiffness and was unable to walk. No medical history, concomitant medication or concurrent condition was reported. Previous treatment included: synvisc-one injections in the past, once a year for the past two years (injected in left hip in 2015) and the treatments were helpful. On (B)(6) 2017, friday, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for torn labrum and left knee osteoarthritis that was administered to the left hip by a radiologist at the hospital (off label use). The same day, while receiving treatment with synvisc one, the patient had pain to the left hip (at times intense) and her hip had a burning sensation that lasted 3 weeks. It was reported that the patient went to the hospital twice since synvisc treatment. On unspecified date, because the pain was too intense, she visited the emergency department. They reviewed her chart since that was where synvisc-one was administered. She was prescribed prednisone at 50 mg daily for 5 days and celecoxib at 200 mg and sent home. She also took pain medication and cortisone injections she had at home. The patient was beginning to heal after 4 days of medication. On an unknown date in 2017, the patient experienced stiffness, pain and unable to walk. Patient received treatment with pain killers, anti-inflammatory and cortisone pills prescribed by doctor at the emergency room (ER). As of (B)(6) 2017, patient still had lot of pain. Corrective treatment: anti-inflammatory medication, pain medication; cortisone; prednisone; clecoxib for hip. Had a burning sensation/ pain to left hip; anti-inflammatory and cortisone pill for stiffness and unable to walk. Outcome: not recovered/ not resolved for hip had a burning sensation/ pain to left hip; unknown for stiffness and unable to walk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for hip had a burning sensation/ pain to left hip, stiffness and unable to walk. Additional information was received on 17-may-2017. Global ptc number and ptc results were added. Follow up was received on 30-may-2017. No new information was received. Additional information was received on 09-aug-2017 from the patient. Additional events of stiffness and unable to walk were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: (B)(6) comment dated 9-aug-2017 : this case concerns a female patient who was started on treatment with synvisc one and later developed stiffness, pain and was unable to walk. The role of drug for there occurrence of events cannot be denied. However, additional information regarding patient's medical history, concomitant medication and current clinical condition precludes the complete medical assessment of the case.